Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Caller was guided by technical support to reset the pump, after which the cgm error code did not appear again, and the caller successfully started their sensor session.